Event description:
The customer tested her blood glucose and received a high reading of 389 mg/dl using her contour meter. She took insulin as prescribed by her doctor and went to the bed. The next morning, the customer woke up and received a blood glucose reading of 68 mg/dl. Paramedics were called (customer did not state why) and they received a blood glucose reading of 42 mg/dl using their meter. The customer did not mention treatment, but most likely she was treated with glucose. While customer service was attempting to get more information, the customer ended the call. Several attempts were made to contact the customer, but they were not successful. No product will be returned for evaluation.